Manufacturer narrative:
(B)(6).

Event description:
It was reported that the speedscrew anchor was inserted, sutures were loaded and were progressing when they stopped tensioning. The surgeon was unable to make the stitch progress any further. The anchor was left inside the patient's shoulder unsupported and another anchor was used next to it to complete the procedure.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: use of incorrect suture over tensioning of the suture. The instructions for use (IFU) provided with the device contains adequate warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.